Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: superion instruments, upn: 102-9800, model: 102-9800. Batch: 40232387/

Event description:
It was reported that during the superion indirect decompression spacer implant procedure the physician noticed that the spacer was difficult to deploy past the halfway point. He closed it as he assessed that it had become damaged and then he slid it back as he believed the upper cam lobes of the spacer were getting caught on the upper lamina. The physician then attempted to pull out the spacer, however, it separated and only the top screw came out while the rest remained in the patient. He was able to remove the rest of the spacer and while he evaluated it, he found that the top of the screw was missing and remained attached to the inserter. One of the tongs from the inserter broke off and remained inside the patient. The physician made several attempts to find the broken piece using fluoroscopy, however, he was not able to find it and it remained in the patient. A new spacer was used to complete the implant procedure, which was successful, and the patient was doing well postoperatively. The devices were discarded by the facility and will not be returned for analysis.